Event description:
It was reported that surgeon revised patient's left rejuvenate hip due to corrosion at the neck stem junction. Patient has legal representation.

Manufacturer narrative:
An event regarding revision involving a rejuvenate modular device was reported. The event was confirmed. Complaint history review: similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. No further investigation is required. Ncr (B)(4) was initiated on (B)(4) 2012 because the occurrence rate for adverse local tissue reaction (altr) specified in the risk management files for the rejuvenate modular hip system was exceeded. See CAPA (B)(4) for corrective actions associated with this ncr. Given the potential risk of fretting and corrosion with these devices, voluntary product recall ra 2012-067 was issued.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon revised patient's left rejuvenate hip due to corrosion at the neck stem junction. Patient has legal representation.